Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Event description:
It was reported during a routine visit that this implanted device is behaving in a manner consistent with a premature battery depletion (pbd). At the last office visit in (B)(6) 2019, the remaining battery longevity was three years, five months. At the most recent office visit the remaining battery longevity was at three months. The device remains implanted. No adverse patient effects were reported. Additional information was received that this device was explanted, and a new device implanted. No adverse patient effects were reported.